Event description:
The customer contact reported difficulty regulating flow; subsequently, the patient received more IV fluid than intended. The tubing set was being used to deliver normal saline. After an unspecified length of time in use, the customer contact stated, the cair clamp, "is not pinching off the tubing, it is either on or off causing one patient to get a 1 liter bolus". There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. All affected customers were notified via a device information letter dated september 20, 2007.